Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer disconnected from the site, saw insulin exit the tubing, and reconnected from the site to address the event. Insulin delivery was resumed. Blood glucose was 202 mg/dl.